Event description:
(B)(6) went to do cl bundle check, pt's cl caps has residual blood (rymed chg cap), informed rn that will help change nc, right after connect IV tubing to rymed invision-plus (rym-5001cl) needless connector cap, crack found in the ring of the IV tubing rym-5001cl is causing cracking on the alaris tubing when connected to the infusion set. The rym-7001 was causing blood back up in the IV connector. FDA safety report ID# (B)(4).